Event description:
It was reported that the cartridge was leaking from the o-ring. The customer experienced an elevated blood glucose (bg) level (over 600 mg/dl). A correction bolus was delivered to treat the bg. The customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.